Event description:
It was reported that during a pph procedure, the tissue was cut, but not stapled. The staples were in an open shape. After closer inspection of the instrument it seems that the washer is still intact, which is indicative of the device not achieving a full firing stroke. There are no pt consequence reported.